Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Device was received in with a cracked battery door cover and knobs, bent front panel also missing a nut. The input/output label has been removed around the patient outlet fitting causing minor nicks on the bottom case, and the input manifold were loose on the bottom chassis. The technician performed a cycle pressure and input fitting check. The reported issue was duplicated. The alarm was consistently flashing low pressure no matter the back pressure applied. The input fitting was not loose, but the input manifold was loose. The patient outlet fitting was loose. The root cause of the reported issue was found to be the pressure switch was out of specification. The input manifold may have come loose due to some impact. The patient outlet fitting was missing the original. The washer was placed backwards, which was caused by the customer. The technician re-set patient pressure cycling light-emitting diode (led), tightened all retaining screws, installed an oring to the patient outlet fitting, and tightened to torque specifications.

Event description:
It was reported that there were low pressure alarms on 3 patients, o2 fitting is loose and patient fitting.